Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the hub separated from the device. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: "the needle with the shied was separated from the barrel when removing the shield."